Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticm5_12.6 implantable collamer lens -12.5/+1.5/090 (sphere/ cylinder/ axis) into the patient's right eye (od), it was torn. This occurred on (B)(6) 2021. Reportedly the lens remains implanted and no patient injury occurred.

Manufacturer narrative:
B5-additional information: reportedly the problem is resolved. Claim# (B)(4).